Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that unknown biomet screw fractured within the implant during a crown placement by the dentist and implant had to be removed.

Event description:
No additional event details were provided.

Manufacturer narrative:
One unknown 3i screw along with an osseotite® tapered certain® prevail® implant 5/4 x 11.5mm (xiitp5411) were returned for investigation. Visual evaluation of the as returned products identified fragment of screw inside the implant. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the screw fractured and remained inside the implant. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth number 18 (universal) for approximately 1 year. X-ray or picture images were not provided. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is external patient factors (e.g. Bruxism, clenching etc).